Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was unknown when the event occurred. It was also unknown what actions/interventions occurred. No date was set yet for the surgery, they just received the referral. It was unknown if the issue resolved. The cause was not determined and the patient weight remained unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient was experiencing burning and pain around the generator site. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting was performed. Interventions/actions included referring patient to a neurosurgeon for analysis and possible generator replacement. Surgical intervention did not occur but is planned and is yet to be scheduled. No further complications were reported or anticipated with this event.